Event description:
It was reported from (B)(6) that the patient experienced two (2) episodes of a critical battery alarm even though the battery was fully charged. The battery was removed and then reconnected to the controller and then functioned without problem. A controller exchange was performed by the facility. The patient tolerated the controller exchange without any problems. The two batteries that were in use during the event were removed from service and the patient was given two replacement batteries and a new controller. There was no reported patient injury as a result of this event. The controller and both batteries have been received by the manufacturer for evaluation. This is report 1 of 3 for the same reported event.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. This event is currently under a company directed corrective action investigation. Our risk assessment for this issue also remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the system functions as intended and to assess the effectiveness of the company directed corrective action. The battery was replaced and returned for evaluation. A review of the device history record (DHR) did not reveal manufacturing contributed to the event. The device passed external visual inspection and functional test. Macor testing passed and all cell pairs remained above the 2800 volts during the 1 amp discharge to 12 volts. The battery performed as expected. A review of the log files confirmed a critical battery alarm occurred at the time of the event and power switching was confirmed. The most likely root cause of the premature power switching and critical alarm can be attributed to a communication anomaly between the controller and battery. On (B)(6) 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.